Event description:
During a replacement service call (no patient involved); the maestro controller was turned on. Smoke and flames were observed coming from inside the controller.

Manufacturer narrative:
Device in transit, not yet received for evaluation. Follow-up reports will be submitted once investigation is completed. Same event as MDR# 2953184-2008-00027.